Event description:
Pump was reported to have triggered an altitude alarm, but there was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to gently clean the speaker holes and reconnect the cartridge. After performing these steps and waiting a short time, insulin delivery resumed without further issues. Pump returned to normal operation, and customer was given advice on preventing future altitude alarms.